Manufacturer narrative:
(B)(4).

Event description:
The estimated longevity of the device has shown an abnormal decrease. Review of session records suggest the battery depletion is normal and the programmer may have given a false estimation. The device will be explanted and replaced.

Manufacturer narrative:
The device was returned due to a discrepancy in the programmer¿s estimation of remaining longevity near eri. The device was found to be within estimated longevity. Bench testing was performed and the device was found to be normal. No device anomaly was found. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.

Event description:
Related MFR number: 2017865-2018-00283 and 2017865-2017-00488.